Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the needle did not come out of the sheath and the damage on the device is consistent with the device being forced through resistance. The final root cause of this event was unable to be identified. The following is included in the instructions for use: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus and the customer¿s complaint confirmed. The device was returned in its original packaging, opened, and used. The stylet was returned with the aspiration needle and unable to freely slide in and out of the device as heavy restriction is felt. The luer is intact and has no signs of cracks or chips. The needle stopper as well as the syringe was not returned for evaluation. The sheath is severely damaged exposing the needle near the boot of the handle, the technician identified a major kink on the insertion tube near the distal end. The hypo tube on the distal end of the insertion portion is bent. There are heavy signs of foreign residue inside the sheath which is consistent with use. The handle lock moves freely when unlocked and can stay in place when locked. The technician unlocked the handle lock and pushed the handle slider in the distal direction noticing the needle was not extending and exiting out of the distal end of the sheath due to the sheath being severely damaged. The technician was unable to measure the length of the needle when fully extended from the distal end of the sheath as the needle failed to exit from the distal end. The sheath adjuster screw can lock and unlock, it was verified that when the screw is locked it prevents the sheath adjuster from turning or sliding. The screw was unlocked and it was verified that the sheath adjuster was moving freely. Olympus is unable to perform further testing as the sheath is severely damaged and needle is unable to exit from the distal end. Based on the evaluation it was confirmed that the needle doesn't come out of the sheath and this complaint could likely be attributed to user mishandling as the sheath is severely damaged and a kink was identified. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the needle did not come out of the sheath. There were no reports of patient or user harm associated with this event.